Event description:
During a ptca treatment procedure, the quantum maverick monorail 20/2.5mm balloon ruptured at 15 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a bmw guidewire and a mach 1 guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another quantum balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good."